Event description:
A pt was treated with vitoss for acl reconstruction. It was reported that following implantation, post-operative inflammation and discharge occurred at the surgical site. The graft was explanted in 2009. Pathology test ruled out infection. Batch records for released product were reviewed, and found to be within specification: no abnormalities could be identified. Consequently, no casual relationship between the device and event could be identified. This incident occurred in a foreign country.

Manufacturer narrative:
The device was explanted, and not returned to manufacture. Associated batch records were therefore reviewed.